Event description:
It was reported that the patient underwent the implant procedure on (B)(6) 2017. On (B)(6) 2017, the irregular pacing and premature ventricular contractions were noted on the monitor at hospital. Upon interrogation, the right atrial lead had dislodged. The device was reprogrammed and the patient was brought into the operation room. The lead was explanted and replaced successfully. The patient was stable throughout the whole procedure.